Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on an unknown date and the suture was used. During surgery, when taking out the needle-suture from the package, it was found that the suture had been bent strongly. Then, it broke. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/04/2020. The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: one empty open winding folder and two needle-suture pieces were received for analysis. The product code is double armed. During visual inspection of the two needle-suture pieces, the swage and attachment area were note to be as expected. The ends of the suture pieces were observed detached due to the stress applied. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.